Manufacturer narrative:
The investigation determined that lower and higher than expected vitros valp quality control results were obtained on two different levels of vitros quality control fluids on a vitros 5600 instrument. The definitive root cause could not be determined. Service actions were performed to the micro tip system of the vitros 5600 system. However, it is unknown if an instrument issue that was addressed by service contributed to the unexpected valp result, as a complete pre-service vitros gent within-run diagnostic precision test was not processed. In addition, vitros valp reagent issue cannot be entirely ruled out as unexpected valp quality control results were obtained using the in-use calibration event and with a repeat vitros valp calibration event. Finally, improper pre-analytical reagent or fluid handling protocol cannot be ruled out as contributing to the event as no information concerning reagent or fluid handling was provided by the customer.

Event description:
The customer obtained lower and higher than expected vitros valp quality control results on two different levels of vitros quality control fluids on a vitros 5600 integrated system. Vitros valp results l1 qc: 15.7, 36.4,36.5, 36.7, 37.2, and 39.2 g/ml vs expected 26.3 g/ml vitros valp results l3 qc: 80.2 g/ml vs expected 110.6 g/ml biased results of the direction and magnitude observed could lead to inappropriate physician action.the customer made no allegations that patient results were affected, however, the investigation could not confirm that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).